Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Both keyboard hinges were broken and the 25 printer keypad button was intermittent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen will go black and reboot randomly during patient interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.